Event description:
Pt underwent implantation of staar model cc-4204bf intraocular lens. According to reporter in dr.'s office, the lens was inserted and fell into the vitreous cavity and left there. Another lens was inserted into the sulcus. The pt felt uncomfortable about their eye, wanted a second opinion, and was referred to another dr., a retina specialist who explanted the lens from the vitreous cavity and performed a vitrectomy. The report from the dr. At the five-week post-op exam stated the pt's vision is stable with 20/25 corrective vision and the six-week exam 20/50 with the prognosis very good. The pt is doing very well.